Event description:
A malfunction alarm with code malf 12 was reported, and no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.